Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the guide wire has a strong grooving with a burr on one side and that the wire is exactly at the burr bent. The relevant dimensions of the present devices were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We found that the guide wire has a strong grooving with a burr on one side and that the wire is exactly at the burr bent. This is an indication that the guide wire was possibly bent after the insertion and that the drill bit did cut into the wire at the bend. This excessive contact did lead to the damage of the wire and the cutting edges of the drill bit. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name jdw. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the cannulated drill bit would not fit smoothly over the guide-wire during the procedure. The continued pressure to drill down to the bone caused the guide wire to strip and shavings of metal were stripped from the guide wire, creating a ¿stop¿ of stripped metal and preventing the possibility of drilling. The wire was removed and a new wire used with the self-drilling screw without the drill bit. On examination after the procedure the drill bit did not appear sharp. This incident caused an increase of 20 minutes surgery time, and metal shavings needed to be removed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.